Event description:
It was reported that stent damage occurred. While outside the patient and during preparation, a 32 x 3.00 promus premier select stent was selected for treatment, but a strut was noted to be damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the 32 x 3.00 promus premier select stent came out of the package damaged. The damage was noticed when the device was placed onto the wire.

Manufacturer narrative:
E1: initial reporter phone number - (B)(6).

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that stent damage occurred. While outside the patient and during preparation, a 32 x 3.00 promus premier select stent was selected for treatment, but a strut was noted to be damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.